Event description:
A physician was attempting to use a 3.5mm diameter x 10mm length sprinter legend rx balloon to treat a moderately calcified lesion in the lad of a patient with 95% stenosis but the balloon could not inflate due to holes in the balloon. It was also reported that while the physician was attempting to deliver a 3.0mm diameter x 38mm length resolute integrity rx drug-eluting stent, the stent was displaced over the balloon prior to deployment while negotiating the lesion at the lad. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology) ¿ 95% stenosis and moderate calcification. Inherent risk of procedure (stent dislodgement). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 95% stenosis and moderate calcification. Inherent risk of procedure ¿ (stent dislodgement). (B)(4).

Manufacturer narrative:
Results: inherent risk of procedure ¿ (stent deformation), (deformation problem). Conclusions: inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Evaluation summary: the protective sheath and stylette were returned with the device. The distal tapered section of the protective sheath was damaged. The 0.015" mandrel was loaded successfully without resistance. The distal tip was flared. The stent was positioned correctly on the balloon (it had not dislodged) between the inner markers as per specification requirements. Multiple struts from the sixth proximal stent segment were raised and deformed. The balloon was uninflated.